Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was found that all the user was able to log in properly. A technical support specialist (tss) dialed into the server and verified that the user was able to log in properly. The user role was confirmed as nurse, and the nurse role was verified to have the necessary permissions to view patients. The tss confirmed that the user account was active, not locked, and assigned to the correct override group and area permissions. Since all configurations were found to be correct, further investigation was required to determine why the user was unable to view patients. The customer was contacted to gather additional information regarding the user. Subsequently, the customer confirmed that the issue had been resolved, and the case was proceeded to be closed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to access the station. The customer reported that the user was a traveling nurse and needed access to the station. He had a user ID, but when he logged in, the patients were not displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to access the station. The customer reported that the user was a traveling nurse and needed access to the station. He had a user ID, but when he logged in, the patients were not displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.